Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their blood glucose levels. By following this recommendation, the user was aware of high blood glucose levels and was able to start a new pod successfully.

Event description:
The customer called to report that his blood glucose levels rose consistently, resulting in high readings (289-339 mg/dl). He also noted that the pod had initiated an occlusion alarm. No additional information was provided about the device or the event. The pod will be returned for evaluation.